Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and determined there was a problem with the fluidics. The field representative replaced the syringe valves behind the syringe unit, the gear pump, the valves on the back of the system, the tubing from the rinse mechanism, and the squeegees on the rinse mechanism which resolved the issue. Further investigation determined the field representative findings were the root cause. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 1 malfunction event where erroneous results were generated by the cobas c501 analyzer. There was an erroneous result for creatinine plus ver.2 for each of five patients the ages of two of the patients were (B)(6). Ages of the remaining patients were requested but not provided. There were two females. The gender of the remaining patients was requested, but was not provided. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.